Event description:
It was reported that after a da vinci-assisted surgical procedure, the 30° endoscope plus was found to have a bent distal tip and a cracked lens. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported damage and any potential missing material were confirmed to have occurred outside of a surgical procedure. No fragments were reported to have fallen into the patient, and no related actions were required. The patient did not return to the hospital for any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and found to have mechanical damage at the distal tip. Inspection of the distal window at the distal tip revealed it was cracked, with additional damage noted at the distal end. Further examination of the distal window identified a broken or detached piece in a location that could potentially fall into the patient. Cosmetic damage to the endoscope was also observed. During inspection of the cable integrated connector, discoloration of the connector housing was noted. Visual inspection confirmed these findings. The complaint regarding a bent distal tip was confirmed by failure analysis. The probable root cause is attributed to damage from mishandling/misuse, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing.